Manufacturer narrative:
New information was received indicating that the device was explanted and replaced due to normal eri. The device is no longer expected to meet performance specifications, as the service period expired normally and is no longer reportable.

Event description:
The device was explanted electively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and no lead impedance or battery impedance data was available. No intervention has been performed. The device remains implanted and will continue to be monitored. The patient was in stable condition and experienced no adverse health consequences.